Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had high blood glucose level of 480 mg/dl. Customer stated that the insulin pump had compromised force sensor system alarm. Customer stated that the insulin was squirting out during manual prime process. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk noted. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm.